Manufacturer narrative:
There is no indication that there was any serious injury to the patient. Due to a potential malfunction of the machine, a malfunction MDR will be filed. A review was performed by the post market surveillance department of the treatment data provided by the patient. A large intra-peritoneal volume (iipv) occurred in drain 4 with an undetermined cause. A supplemental report will be submitted upon completion of plant's investigation.

Event description:
A peritoneal dialysis (pd) patient reported drain issues during treatment. The patient reported feeling full and stated his stomach was swelling: drain 0: 0ml; fill 1: 1999ml drain 1: 2417ml, fill 2: 1999ml drain 2: 1707ml, fill 3: 2305ml drain 3: 1450ml, fill 4: 2305ml drain 4: 3998ml. The reported drain volume of 3998ml was 200% over the expected drain volume which resulted in a reportable device malfunction. The patient did not require medical intervention or treatment as a result of the overfill. As of (B)(6) 2016, the patient's symptoms of feeling full and stomach swelling were resolved.

Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation and the failure mode cannot be confirmed. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. All device history records (DHR) are reviewed and released according to the DHR review checklist and release procedure. A device is not released if it does not meet requirements or is nonconforming. In addition, the device record review confirmed the labeling, material, and process controls were within specification.